Manufacturer narrative:
On 14-jul-2020, mentor received additional information about the event. It was initially reported to mentor that the suspect medical device is an unspecified mentor gel breast prosthesis, procode ftr. New information received states that the suspect medical device is a mentor smooth round moderate profile 325cc saline breast prosthesis, procode fwm, catalog #3501650, lot #260275, serial #(B)(6) , UDI # (B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. - the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. - the patient dob is (B)(6) 1983. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-aug-2020, mentor received additional information about the event. It was reported that the implantation date for the suspect medical device was in 2009. This year is after the device¿s expiration date. Mentor is reporting the information as received. If clarification is received on the implantation date, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified mentor gel breast prostheses that bilaterally ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.